Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable "shorted out" and was no longer able to charge the customer's pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has an alternate cable available to charge the pump.